Event description:
It was reported by the clinician that the spring wire guide (swg) shredded while in the patient. There were no patient complications reported. On 10/17/08 additional information stated the swg was being removed at the time this occurred, and the swg was removed intact.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.